Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead was returned in three segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 4.0-7.2cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 1.6-2.0cm from the distal end of the svc shock coil. The etfe coating was intact at these locations.

Event description:
It was reported that post explant procedure due to infection, externalized conductors were observed.